Event description:
It was reported that a patient presented in clinic after receiving inappropriate shock for supraventricular tachycardia that was read as ventricular fibrillation. Reprogramming changes were made and the device remains implanted. The patient was fine after the changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.